Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the ra lead. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the atrial lead was repositioned on (B)(6) 2017 due to lead dislodgement. The patient was stable during and after the procedure.